Event description:
Patient was prepped for angioplasty procedure. Ebu 3.75 guide was used to cannulate left main. Runthrough wire was used to wire circumflex. A 2.5x12 sprinter legend did not cross lesion. Rotafloppy wire was then used to wire artery. The rotablation advancer and a 1.25 burr were connected and tested outside the guide to 175 rpm. After the test, the burr was not able to be pushed into the guide. The burr would not go backward or forward on the wire. The wire and burr were taken all the way out of the patient. Upon using fluoro, the distal portion of the wire was severed and was still down the artery. Cardiologist tried to retrieve the wire with a snare without success. The patient became hypotensive, meds were given as ordered. Iabp was placed and patient was taken to the operating room for bypass. Wire unable to be retrieved during surgery. Patient will need to come back for further intervention.